Manufacturer narrative:
No sample has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. A surgical video was provided by the customer and shared with the manufacturing site via onedrive. The directions for use (dfu) includes the warnings: if the irrigation/aspiration (I/a) tip is received in a damaged condition, do not use and notify company immediately. Each tip is identified by a lot number, which provides traceability and should be given to the technical services when discussing the tip. Use of a tool other than company tip wrenches may cause damage to the I/a tip and handpiece. Exceeding the recommended level of 100 millimeter pressure (mmhg) with a 0.5(mm) millimeter or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Before each use check the I/a tip for tip damage (i.e. Burrs, bending, scratches or rough areas). A damaged tip should be discarded and replaced. Use care in handling the tip, particularly when cleaning. Always clean the tip over a surface cushioned with a pad or rubber mat. The I/a tips are to be used only with approved company handpieces. For set-up procedures, see I/a handpiece directions-for-use. In the event of any difference between this document and the driving console operator¿s manual, please use the information in this directions-for-use. If you have questions, please contact company. If in the medical opinion of the physician a patient with a prion related disease undergoes a high-risk procedure, the instrument should be destroyed or be processed according to local requirements. Each package contains one non-sterile reusable I/a tip. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials received for product evaluation, the root cause of the reported ¿irrigation issue¿ is inconclusive. Based on the information obtained, the root cause of the reported ¿anterior chamber instability¿ remains inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ophthalmic system exhibited irrigation failure then, a big anterior chamber instability of the eye occurred on two patients during the ultrasound for cataract surgery (with (iol) intraocular lens implant). The anterior chamber instability of the eye was not a product defect but occurred due to a problem with the way the sleeve was attached to the tip. The surgery was continued and completed as it was (without product replacement) while being careful of the anterior chamber instability. The involved eye was unknown. There was no patient impact. This report pertains to cassette involved in the event.